Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button did not work. After pressing the button with more force, the button functioned as intended. Customer's blood glucose (bg) was 160 mg/dl. Additionally, it was reported that the customer experienced a low bg of 30 mg/dl. Reportedly, the basal rate may have been too high and the basal rate was adjusted. Bg was addressed with carbohydrates. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.